Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving in trathecal unknown baclofen 1000 mcg/ml at 133.6 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that a programming error occurred. The hcp refilled the pump with 2000 mcg/ml baclofen in march but left it programmed as 1000 mcg/ml. The rep reviewed with the hcp that programming should be updated to reflect the correct current drug and that the patient had been getting double the programmed dose since the drug was changed. The hcp updated per that instruction and that the patient did not suffer any adverse reaction to the higher dose. The troubleshooting steps taken prior to the call resolved the issue.